Event description:
Philips received a complaint by the customer on the v60 indicating that the device was presented with a proximal pressure sensor autozero alarm message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. A biomed confirmed the reported problem so the customer called a remote service engineer (rse) to help with troubleshooting and repair. Rse told the customer that either the da pcb and cable, or sol 3 and 4 should be replaced to correct the issue. The customer acknowledged this and stated that they will order the parts. The rse provided part numbers and ordering information. Device evaluation and repair are pending.

Manufacturer narrative:
H10: the customer replaced sol 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.